Event description:
Instruments were returned from spd with cracks and / or broken.

Manufacturer narrative:
Conclusion and justification status: the complaint states instruments were returned from spd with cracks and / or broken. The investigation confirmed that the devices had broken/cracked as reported. With regard to the impaction handle it should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The risk of breakage of the lever has been considered in the risk assessment. The potential harms include- soft tissue irritation/ pain/ adverse tissue reaction & surgical delay. The complaint does not indicate any patient effect or surgical delay. The attune kit contains 2 handles for improving surgical efficiency. Both handles are never used simultaneously for a procedure. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral and rp tibial impactor have been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. A field safety notice was issued in (B)(6) 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-(B)(4) has been initiated and can be referenced for further details. Both failure modes; patient harm & delay to surgery have been adequately covered in the risk assessment of the device and no further updates are required. The dfmea scores reflect the current failure rates of the device (1 in 1,000 < occurrence < 1 in 100). The complaint shall be closed to CAPA and to product design; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.